Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a pre-endovascular aneurysm repair (evar) procedure, deployment difficulties and a detachment occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the internal iliac artery. An interlock .035 coil and an imager ii angiographic catheter were selected. However, during delivery the coil became stuck in the catheter. The physician tried to retract the coil and it remained stuck, then the physician pulled a little more and the coil and pusher wire separated inside the catheter. The physician used the back end of a non-bsc guide wire to push the coil out, but the back end of the coil "flipped" out into the external iliac and migrated proximally. The coil had become over stretched and the end of the locking arm detached was inside the external iliac. The vessel was still not completely occluded, so the physician deployed two more coils into the internal iliac. The stretched coil and detached interlocking arm were covered with a stent graft. No further patient complications were reported and the patient's status is stable.